Event description:
Leak at the cuff after intubation. The cuff could not be inflated.

Manufacturer narrative:
Reference reporting site internal file number 25-98f. The retain sample tracheal & bronchial cuffs were inflated & immersed in alohol & water. No leakage was detected. The bronchial & tracheal cuffs of the retruned unit were inflated & immersed in alochol and water. Leakage was detected from the tracheal cuff. Closer examination revealed a 4-5mm "v" shaped slit on the body of tracheal cuff. Further examination revealed that the slit was caused by a tearing action. The single wall thickness of the tracheal cuff was measured away from the damaged area & was found to be within blueprint specifications. Summary of analysis: the returned unit did not cause injury to the patient. The reported problem was detected on examination of the returned unit. There is no evidence to suggest that the reported problem occurred in house. Corrective action/comment: all co's cuffed catheters undergo a 4 hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.